Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records for the femoral component were reviewed, indicating the device was manufactured, inspected, and packaged to specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned device shows nicks and gouges on the devices and bone cement remained on the femoral and tibial component. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  Root cause remains unchanged from previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
From additional information, it was reported in medical records that the patient was indicated with instability and loosening of femoral prosthesis. Further, the tibial component was questionably loose and was removed fairly easily.

Manufacturer narrative:
Other devices used: catalog #00598003702, nexgen stemmed tibial component, lot #61172966; manufactured at zimmer b.v., (B)(4). Catalog #00111314001, palacos r+g bone cement, lot #67764200; this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Updated information received via operative notes. Primary operative notes indicate full extension and 135 degrees of flexion were achieved without any instability to varus/valgus or anterior/posterior stresses. The cement was allowed to cure with the knee in full extension and excess cement was removed. Review of the primary operative notes does not indicate root cause. Revision operative notes confirm the femoral component was grossly loose. The tibial component was reported to be questionably loose and was removed fairly easily. A frozen section was negative for acute infection. Root cause remains unknown at this time.